Event description:
Procedure: laparoscopic hernia repair. According to the reporter, the patient presented with an incarcerated hernia with ischemic intestine over his prior colostomy site approximately 4 x 4 cm in size that was primarily repaired without mesh. It was noted that he had multiple midline fascial defects from his prior operations that necessitated a formal abdominal wall reconstruction and repair, which was deferred to a later date. Unfortunately, the patient was lost to follow-up and presented 7 months later with multiple recurrent incarcerated hernias where he subsequently underwent an exploratory laparotomy with adhesiolysis and use of an open-skirted parietex composite mesh approximately 20 x 25 cm in size for his ventral hernia with tack fixation as well as a circular parietex composite mesh approximately 5 x 5 cm for his old colostomy recurrent hernia site. His fascia was then closed primarily over the mesh. Post-operatively he developed wound drainage with positive cultures for (B)(6), which was treated with a negative pressure dressing with eventual closure of his wound but he continued to have a chronically draining sinus with purulent fluid. Four months later, he underwent excision and debridement of his chronic wound with partial explantation of parietex mesh and primary fascial closure; his wound was left open for delayed closure. He continued daily wound care utilizing neo-adaptic dressings for approximately 2 years without complete resolution. He then underwent surgical exploration with partial explantation of his parietex mesh. It was noted that on the right side of the abdominal wall his parietex mesh had formed a well-integrated neo-peritoneum extending into the fascia over most of the surface and was unable to be explanted, but the other side was poorly incorporated and was loosely adhered in a fluid collection and, therefore, subsequently removed. Post-operatively, he continues to have a very small focus of drainage that is managed with infrequent dressing changes but with almost complete healing of his wound. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 05/06/2015.